Event description:
The pump was explanted and returned to the MFR for analysis. No reason for the explant or implant duration was provided. The pump had been delivering compounded baclofen 4000mcg/ml. A follow up report will be sent when add'l info is rec'd.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.